Event description:
Procedure: lung resection. According to the reporter: on the first firing, the instrument was fired completely but would not staple. Tissue was resected with new device to recover. Patient status reported as ok.